Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician noticed sheered dilator before entering into groin after the dilator insertion into the sheath. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returning as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.